Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, there was a bluetooth connection issue between the g5 transmitter and the g5 application. Patient inserted a new sensor and the g5 transmitter and the g5 application paired. No additional event or patient information is available.